Event description:
On (B)(6) 2020 the subject reported approximately 24 hours of increasing redness and swelling around the left sided infraclavicular incision site over the implanted neurostimulator. The subject reported that in addition to the redness and swelling, the area was firm and warm to the touch but denied any headache, fever, chills or systemic symptoms. Within 24 hours of study team notification, (B)(6) and co-investigator and implanting neurosurgeon, dr. (B)(6) spoke with the patient. Dr. (B)(6) prescribed oral antibiotics to arrest any spread in the evening of (B)(6) 2020. Dr. (B)(6) arranged for a video visit with the patient the following morning on (B)(6) 2020 and recommended the patient return to (B)(6) as soon as possible for possible removal of infected hardware. The study team coordinated with the clinical neurosurgery team to repeat imaging and evaluate the subject in person. During the video visit, dr. (B)(6) was able to assess the affected site and the cranial incisions and reported that it is possible a cranial infection migrated to the pulse generator, since there was obvious purulence and wound dehiscence at the left frontal incision. The patient presented to (B)(6) medical center on (B)(6) for in-person evaluation, repeat head CT with contrast, and preparation for explant of infected hardware. Interval removal of the two left transfrontal dbs leads. There are 2 remaining right-sided dbs leads, one terminating within the anterior cingulate gyrus and the other terminating in the location of the right inferior thalamus, unchanged in position from prior exam. No intracranial hemorrhage or herniation. FDA safety report ID# (B)(4).